Manufacturer narrative:
Investigation summary no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Balseal spring disassociated from the spacer block upon taking it apart after the surgery was finished. Patient consequence? No. Patient consequence description: n/a. Action taken for procedure:spring was disposed of properly. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.